Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported mechanical jam was confirmed. Due to the state of the returned device the reported firing problem could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported mechanical jam, firing problem and subsequent treatment appears to be related to circumstances of the procedure. In this case it was noted that carving on the flex guide occurred. Carving is an indicator that the garage leaves interacted with the flex-guide. Based on the returned device analysis observations, it is likely that inadvertent change in angle of the device during thumb advancer deployment contributed to the failure to fully cut the sheath. Additionally, this interaction with the sheath led the sheath to move distally bending the wings of the vessel locator. From the reported information it is likely these bent wings were misidentified as the clip caught on the distal end of the device corresponding to the reported firing problem. The clip of the device was returned attached to the carrier and no attempt to deploy the clip could have been made given the state of the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a diagnostic procedure with a 5f sheath. Reportedly, the thumb advancer became stuck and was unable to move in either direction. The deployment button was pushed and the device was removed without issue. It was also noted that the nitinol-ring [clip] was attached to the distal end of the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.